Event description:
It was reported to boston scientific corporation that two days after placement of a corflo cubby low profile gastrostomy device, the device button locking adapter broke (juvenile male patient). The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.